Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 13th january 2009 and performed to specification up to 5th april 2015. During this time the device records one occasion in which the temperature is recorded below the minimum recommended stand-by temperature. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 7th april 2015 and the last log entry on the 10th august 2015. Investigation found the reported fault can be attributed to membrane failure. The random nature of events and the 10 minute time outs, would suggest a failing membrane. The fault was witnessed during the investigation and it could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.